Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: from the investigation, the seal was outside of the deployment tube and unraveled, except for the last winding. The failure was not confirmed for cracked seal based on the state in which it was returned (unraveled). A lhr review was completed for the product and there was no nonconformance associated with the lot number.